Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The stent was kinked between rows 8 and 9 from the proximal end and struts were misaligned on either side of the kink. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on 25 nov 2011. It was reported that during a stenting treatment procedure no cross occurred. The 70% stenosed target lesion was located in the right coronary artery (rca) which was severely tortuous and severely calcified. The physician used a 2.0 x20mm maverick balloon to pre dilate the lesion. A 2.75 x 38mm promus element stent delivery system (sds) was advanced to treat the lesion but it did not cross. The physician ballooned the lesion again and completed the procedure with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that there was stent damage. This device is only ous approved but is similar to marketed us device.